Event description:
It was reported that the pacemaker device reached end of life (eol) about 2 yrs before expected time range with the concern for premature battery depletion (pbd). Approximately 2 months ago when the physician performed routine follow up, the magnet rate was at 90 and the device had a remaining of 2yrs. A report was later received and the operation of the pacemaker became 50 when the blood pressure was measured so the patient visited urgent care and end of life was confirmed. The physician had concerned about device battery ending earlier than expected. As a result, the pacemaker was successfully explanted and a new device was implanted. No additional patient adverse effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the pacemaker device reached end of life (eol) about 2 yrs before expected time range with the concern for premature battery depletion (pbd). Approximately 2 months ago when the physician performed routine follow up, the magnet rate was at 90 and the device had a remaining of 2yrs. A report was later received and the operation of the pacemaker became 50 when the blood pressure was measured so the patient visited urgent care and end of life was confirmed. The physician had concerned about device battery ending earlier than expected. As a result, the pacemaker was successfully explanted and a new device was implanted. No additional patient adverse effects were reported. The device is expected to return for analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.